Event description:
It was reported, the customer was experiencing high blood glucose for the past two weeks. The customer's blood glucose was 405 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty, dizzy and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. Customer also reported a no delivery alarm that occurred from sitting on their tubing. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.